Event description:
It was reported that the pump software was "delivering too much insulin." Customer's blood glucose (bg) was in the 40s mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.